Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician made a general comment that battery life was conspicuously short and he had to do more generator changes, especially when devices are set to high parameters and programmed with interleaving. Additional information has been requested but was not available at the time of this report.